Manufacturer narrative:
The returned device was evaluated and passed functional testing. During accuracy testing, the unit measured outside of the accuracy specification. A zeroing calibration was performed and the following measured value was within accuracy specification. Incorrect zeroing results in co2 measurements outside the accuracy specification. Performing zeroing restored accuracy. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device was inaccurate. No consequences or impact to patient were reported.